Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the right ventricular cable lumen with no damage to the cable coating located at the proximal end of the lead consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.